Event description:
Patient with known heparin allergy. Insertion of heparin coated triple lumen catheter.packaging of these products, heparin coated catheters, lack the visible labeling of the presence of heparin on manufacturer packaging. There is an ease with which heparin coated products have made their way onto the shelves without clear warning, this has also been observed with other catheters.